Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a blurry image. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported, the camera head had a blurry image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of blurry image was confirmed. In addition, it was found that the image had yellowish lines and was noisy. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: shortage in the kinked cable. Olympus will continue to monitor field performance for this device.